Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus deutschland (ode). Following additional high level disinfection at ode, the subject device was sent to a third party laboratory for additional microbiological testing. The testing indicated no microbial growth for the instrument and air/water channels of the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing test by the facility, the subject device tested positive for unspecified bacteria. The facility also informed that the light guide optical fibers broke. Other detailed information such as the number and type of bacteria was not provided but there was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to withdraw this medical device report because olympus confirmed that this event had been already reported in MFR # 8010047-2017-01436 and this report was duplicate report of the 8010047-2017-01436.